Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of customer's hospitalization for high blood glucose. The wife states that the husband was hospitalized because the device malfunctioned, and the customer was diagnosed with metabolic acidosis. The customer's blood glucose level at the time of incident was 467mg/dl. The customer's current level is 171mg/dl. The wife states that there was strong smell of insulin coming from her husband, and his blood glucose was 422mg/dl. Troubleshoot was conducted, and the device was found to be functioning as designed. The device was authorized to be replaced and returned for analysis.